Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results from multiple pt samples that were generated by the unicel dxl 800 access instrument. The customer reported that results for 14 pts tested for accu tni in 2006 were affected. The initial accu tni results for the 14 pts were in the range of 0.64ng/ml to 7.10 ng/ml. The erroneous accu tni results were not reported out of the lab. The original samples were retested for all affected pts and the repeated accu tni results were in the range of "<0.03ng/ml" to 0.05ng/ml. No additional info regarding this event was provided by the customer. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within their specifications prior to and after the event. The customer did not question other pt results or assays at this time. The specimens were collected in greiner serum tubes. Based on available info, a fibrin was present in number of samples and one sample was re-spun prior to retesting. Although service has verified performance of this instrument several times, a field service engineer (fse) was not dispatched for this specific event per customer request. The customer continues to work with beckman coulter inc. (Bci) field specialist on pre-analytical sample handling issues. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will assumed for the purpose of this report.